Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, location of product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00482.

Event description:
It was reported a patient underwent initial total hip arthroplasty and subsequently, the patient was revised approximately 5 years post operatively due to pain and dislocation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of operative notes confirmed the reported event; the hip was noted to be subluxed, there were signs of metallosis surrounding the hip joint, corrosion was identified on the femoral head. The stem was noted to be well-fixed review of the device history record for the head and liner identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to dislocation, metallosis, instability, and subluxation approximately 8 months post operatively. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.